Event description:
Customer reported blood glucose results of 38 mg/dl, 163 mg/dl, 173 mg/dl, and 153 mg/dl within 10 minutes on the advantage system, 153 mg/dl (from previous comparison), 331 mg/dl within 10 minutes on the advantage system, 331 mg/dl (from the previous comparison), 328 mg/dl, and 165 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.